Manufacturer narrative:
Title: management of ruptured common carotid pseudoaneurysm following trans-carotid arterial revascularization in a patient with type iii aortic arch author: joshua s. Meredith, brian kuhn, patrick muck, matthew recht, aaron kulwicki, mark broering, andrew ringer doi: 10.1016/j.avsurg.2023.100174 . Additional/updated information can be found in the following fields: a1: patient identifier a2: age at time of the event b3: date of event b4: date of this report b5: describe event or problem b6: relevant tests/laboratory data, including dates b7: other relevant history, including preexisting medical conditions g2: report source g6: type of report h2: if follow up, what type?

Event description:
On may 24, 2024, a literature reference was received by the manufacturer, which indicated that three days post tcar procedure, the patient presented to the emergency room with a headache and imaging revealed a noticeable posterior wall dissection in the proximal right common carotid artery (cca) with thrombus and 99% narrowing of the true lumen. It is unknown what caused the dissection, thrombus, and pseudoaneurysm that was identified three days post tcar procedure. The stent in the distal right common and proximal internal carotid artery was open and patent. The patient was placed on heparin drip and an arch aortogram was performed. Additionally, common carotid stent grafting was performed to treat the pseudoaneurysm and there was successful repair of the dissection and pseudoaneurysm. The thrombus was identified at the site of the dissection in the cca and the thrombus was treated pharmacologically with standard of care. The user did not implicate a silk road medical device as responsible for the second dissection identified post tcar. The pseudoaneurysm and thrombus appeared to be secondary to the dissection identified post tcar procedure.

Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A tcar procedure was performed. While under live fluoroscopy, the .035" j wire was observed retracting into the arterial sheath. The wire was then removed to obtain two views of the sheath tip. At this point, a dissection was observed. The sheath was removed and purse-string suture closed. A second arterial access was obtained distal to the suspected dissection area. An angiogram showed no issue and the intervention was completed. A decision was made to surgically open the right common carotid artery at the area of the suspected dissection. The dissection was visualized and tacked down with prolene suture. An open angioplasty was performed with a bovine pericardial patch. An arteriogram was obtained proximal to the initial access and patch angioplasty sites. The arteriogram showed no dissection and a normal anti-grade flow. The case was completed with no further issue.